Manufacturer narrative:
Analysis of the recharger 97755 intellis rtm (B)(6) revealed that "electrical failure, controller goes blank when rtm is plugged in, white arrow is rubbing off. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient said that the controller takes a charge but when they plug in recharger telemetry module(rtm) the screen goes blank and they have to reset the controller to get screen back on. They said this started yesterday. Controller port looks intact. Rtm has a "big" tear in the cord and thinks it got caught chair. They said the rtm gets hot when charging implantable neurostimulator(ins) and says its been that way for awhile. The issue was not resolved. A request was sent to the repair department to replace the recharger telemetry module(rtm).